Manufacturer narrative:
Insulin pump passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error drive count or time values or changes incorrect for moving or coasting error, no motor movement or negligible movement. Retries to free a stuck motor failed., or this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.